Event description:
The suspect meter exhibited poor precision in test results. The following results were reported: inratio 3.9, 4.3 (retest)technical support advised the patient to consult their physician regarding the test results.*pls note that the initial report had a typo. The actual retest value was 4.3 as noted above, and not 43 (pr 02/09/2006)

Event description:
The suspect meter exhibited poor precision in test results. The following results were reported. Inratio: 3.9, 4.3(retest). Technical support advised the pt to consult their physician regarding the test results.